Manufacturer narrative:
The device was received with both seals in tack and a was cracked on right plunger case and bottom case by the rubber foot. The device history report showed motor rate error. The device was tested using the occlusion test (convert into standard configuration 1a12 for testing purposes due to pump was program with a c-gon syringe). The reported problem was replicated the motor rate error was found during occlusion test. It was found leadscrew does not operate as intended. The root cause was unable to determine. The tech replaced leadscrew also replaced clutch halves for preventive. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the device had a motor error. No patient injury reported.